Manufacturer narrative:
(Conclusions) - the cables at the time were and currently still are being produced to the highest possible standards. Cables are subject to normal wear and tear. The customer has acted correctly by testing the cable connection and asking for the replacement of the foot switch when finding a defect. From trending it is found that there is no exceptional replacement rate for the replaced part. When accidental radiation is emitted due to this problem it is clearly noticeable to the user. The time that may elapse between the user noticing the problem and the user being able to stop the x-ray radiation using the emergency switch on the stand is so low (seconds) that it does not increase user, pt, or bystander risk. Also, when the user is unable to cut off the radiation the amount emitted is always self limited by design. There is no required mandatory field action.

Event description:
It was discovered that when the foot switch cable connection is bumped or touched that x-rays would be emitted by this x-ray sys. This was an unintentional emission of x-ray.